Event description:
The tube was detached from the retention clip/plastic plug assembly. Found 8 days after placement.

Manufacturer narrative:
The complaint of the feeding tube detaching is confirmed. The notes in this file indicate, "the tube was detached from the retention clip/plastic plug assembly". The genie tricuspid plug was returned to bas locked to its locking retention clip. The ponsky feeding tube was returned loose. The proximal end of the feeding tube was observed under magnification and there are no impressions in the tubing or indications of assembly. The locking retention clip was opened and the genie insertion plug removed and inserted into the proximal end of the ponsky feeding tube. The retention clip was then secured to the feeding tube and genie insert plug. After the device was assembled the examiner then stretched the feeding tube and the assembled retention clip excessively. There was no movement or separation of the tubing from the retention clip. The device had been in place for 8 days prior to the complaint incident. At this time, the exact mechanism of damage is undetermined. Gross visual and microscopic examinations of the complaint sample shows no evidence of a defect or deformity related to the mfg process. A chr is not possible, as no mfg lot number info has been provided by the complaint.